Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an interlink system injection site presented yellow discoloration. The discoloration of the packaging was discovered before use by a patient. It was undetermined if the discoloration appeared on the clear plastic or paper portion of the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Visual inspection of the photograph revealed that the packaging of the product had slight discoloration. The packaging for this product contains tyvek. Tyvek is a medical grade packaging material that is known to discolor yellow under certain storage conditions, such as exposing the packaging to the air or storing near a heat source. This yellowing does not impact the functionality of the tyvek packaging. The reported condition was verified. The cause was determined to be yellowing of the tyvek packaging due to storing the product past its shelf life of five years. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph was performed with the naked eye and it was noted that the sample was slightly yellowish. However, based on the manufacturing date, this product has exceeded the five (5) year shelf life and was expired at the date of event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.